Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. From the beginning of the procedure, the blade did not cut properly. The tissue was torn instead of properly cut. The trigger was difficult to press. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.